Event description:
The customer reported the system displayed grainy images and then would not boot with a functional left (live) image display. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.